Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm voluma® xc in the chin. 4 days later, patient experienced a ¿vascular occlusion." Treatment was provided with "2100usp hylenex, a warm compress, massage, nitroglycerin paste 2%, 5.0 ml cialis, and 325 ml aspirin." Event has resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm voluma® xc in the chin. 4 days later, patient experienced a ¿vascular occlusion." Treatment was provided with "2100usp hylenex, a warm compress, massage, nitroglycerin paste 2%, 5.0 ml cialis, and 325 ml aspirin." Event has resolved.